Event description:
A patient suffering of slow transit constipation underwent laparoscopic colectomy with side to end ileorectal anastomosis at 20cm performed with the car. The small bowel after colectomy had to be re-arranged in the abdomen in order not to get a twist malrotation, and this maneuver was time consuming. On day 4 pod, 2/3 of the ileum was retracted at the anastomotic site at the front side. Re-operation with stoma creation was performed (ileostomy plus taking down the anatomosis).

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The ring was returned and is currently being evaluated. Preliminary device evaluation revealed no device failure. Additionally, the production history files were reviewed, indicating that the device was released according to the product specifications. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.